Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no vessel perforation, vessel dissection, and/or device malfunction during the procedure. 24 hours after the procedure, CT showed symptomatic sah. The causal relationship between trevo and sah and the treatment for sah are unknown. The reported event is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that thrombectomy procedure for left m1 proximal was performed using a retriever (subject device) (trevo) on (B)(6) 2020. The procedure was completed successfully without any intraprocedural complications. After 24 hours of the procedure, the diagnostic imaging of patient's anatomy showed development of subarachnoid hemorrhage (sah). No further information is available at the moment.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that thrombectomy procedure for left m1 proximal was performed using a retriever (subject device) (trevo) on (B)(6) 2020. The procedure was completed successfully without any intraprocedural complications. After 24 hours of the procedure, the diagnostic imaging of patient's anatomy showed development of subarachnoid hemorrhage (sah). No further information is available at the moment.